Event description:
The manufacturer became aware of a dreamstation bipap st30 device alleging eye irritation, respiratory tract irritation. No report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report section b5 or event description and device problem code grid was incorrect. Section b5 or event description should have been - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation and respiratory tract irritation. There was no report of serious or permanent patient harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Device problem code grid in section h6 and recall z number in section h8 have been corrected/updated in this report.